Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the attempted implant of this right atrial lead a conductor fracture was suspected. The physician reported a very tight fit in the clavicle with numerous helix rotations required followed by poor lead measurements. The lead was repositioned several times; however no improvements observed and the lead removed. After removal, a piece of fibrous tissue was noted stuck around the helix. No adverse patient effects were reported and the lead was returned for laboratory analysis.